Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to the high blood glucose on unknown date and insulin pump had no alarm. The customer was treated with the insulin drip. When customer's blood glucose level get normal. Later, it was found after inspection that the base rate in the pump was set to 0 unit. After resetting the correct base rate dose, the customer normally used the pump to control blood glucose. The device will be returned for the analysis.